Event description:
It was reported to philips that the allura device was not booting up and was displaying 0:00. The system was inside clinical use at the time of the even. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Troubleshooting actions showed a problem with the flexvision pc. The fse replaced the flexvision pc and the hard disks, reinstalled the software and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the issue was identified at the beginning of a vascular diagnostic procedure. The procedure was completed on another machine. The philips field service engineer (fse) inspected the system onsite and confirmed the issue. Review of the system log file showed that a frame grabber card initialization error. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. The philips engineer has replaced the flexvision pc and hard disc drive and installed the software. After replacement of the flexvision pc and hard disc drive and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.